Event description:
Umbilical hernia. Mesh ripped. Expander ring broke during implantation. No injury to the pt. Did not add excessive time to the procedure. The issue was resolved by opening a fresh unit. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 mins.

Manufacturer narrative:
(B)(4).